Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, diagnostic anomaly was noted on the device. The device exhibited the signal of "data of direct trend report is not usable". No further intervention was made. The patient did not experience any adverse consequences and will continue to be monitored remotely.